Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery, high impedance was detected on a system diagnostic test. The new generator was not turned on, and the pt will likely be referred for lead revision surgery as a lead break is suspected by physician. Attempts for further info have been unsuccessful to date.